Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed the guide catheter was not stretched however the proximal end of the guide catheter appeared buckled/kinked. The distal end of the guide catheter was punctured, likely caused during guidewire insertion through the distal tip. The suture hole on the push catheter was torn. The suture was detached/separated and was not returned for evaluation. The distal end of the guide catheter was kinked/bent (suture impression). The cap of the touhy borst and stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the moderately tortuous lower bile duct of a male patient (patient age and weight are unknown). During the procedure, difficulty was met during stent deployment as the guide catheter was kinked and stretched. The stent was successfully deployed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter was punctured.